Manufacturer narrative:
The (fse) reported that they adjusted the vacuum regulator and deleted the error logs from the unit. The unit was tested for 2 hours and passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) displayed an alarm message indicating the pump might require maintenance.there was no harm or injury.